Event description:
In july 2003 a report and x ray indicated that the reference ground electrode had moved. However, the patient was still able to hear. Now it has been reported that the patient is no longer able to hear anything. The external equipment was exchanged but without success. The patient is still unable to hear anything.